Event description:
The subject ICD was implanted on (B)(6) 2011. Reportedly, the defibrillation system was explanted on (B)(6) 2017 due to an infection. An ICD and two leads were implanted on (B)(6) 2018 as replacement.

Manufacturer narrative:
(B)(4).

Event description:
The subject ICD was implanted on (B)(6) 2011. Reportedly, the defibrillation system was explanted on (B)(6) 2017 due to an infection. An ICD and two associated leads were implanted on (B)(6) 2018 as replacement.